Manufacturer narrative:
Result: coil cord extension cable, and nurse call cable. Coil cord. Damaged footboard.

Event description:
It was reported by service report that the bed had multiple issues, including damaged footboard; damaged coil cord and coil cord extension cable, with exposed wires; damaged power cord, and it was missing the nurse call cable. It is unk if there was pt involvement, however, no adverse consequences were reported.